Event description:
The customer reported a battery problem. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a battery problem. There was no report of pt involvement. A philips field service engineer went to the customer site and further clarified this failure as a "low battery" warning that lasted an inadequate amount of time. Replacing the battery resolved the failure. The unit passed all testing and remains at the customer site.